Manufacturer narrative:
One 4mm tip, large curl, safire ablation catheter was received for evaluation. Visual inspection revealed a bend in the shaft 6.6¿ proximal to the distal tip. Electrodes 1-4 displayed acceptable resistance values; however, a short circuit was detected between electrode 1 and conductor wire 4. Dissection revealed that the flat wire insulation was torn and the insulation for conductor wire 4 was abraded in the same location, consistent with the short circuit detected and the reported noise. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Torn and abraded insulation. The cause of the torn and abraded insulation remains unknown.

Event description:
This report is to advise of a short circuit noted during analysis.